Manufacturer narrative:
(B)(4). At this time, it is unknown whether there is patient involvement.  There has been no report of any patient consequence associated with this event.  Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service rep received the alleged faulty uim (user interface module) and installed into a test station for evaluation. The factory service rep powered in the uim and was immediately able to duplicate the reported issue. When the uim was powered up after about five minutes the uim began flickering and then went blank. The cover was removed for troubleshooting, no loose connections were found. The carefusion factory service rep determined the control pcba (printed circuit board assembly) to be the faulty part. The suspect component was routed to the carefusion failure analysis lab for further investigation. The carefusion factory service rep replaced the control board pcba, repaired the device to manufacturer specifications, and returned the unit back to the customer.

Event description:
The customer reported while using the avea ventilator, the uim (user interface module) screen is fading in and out. The image appears distorted. The customer attempted touchscreen calibrations, making sure the battery is charged, but the issue was not resolved.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The reported issue was unable to be duplicated in a laboratory setting, but as the screen appeared only white during testing. The reported issue and the screen being white are associated with a corrupted boot loader failure so the software was reloaded and resolved the reported issue. The root cause was isolated to the control board being affected by software corruption.